Manufacturer narrative:
Patient information will not be provided from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that there was a damaged spine clamp during a sacroiliac and thoracolumbar procedure (lower/mid spine). The issue was noticed post-incision. The tall double spine clamp had stripped threads (the threads on the tightening bolt were stripped) and the surgeons were complaining. They completed the case with an alternative spine clamp in another set. Imaging and navigation were continued throughout the procedure. There was a slight delay to the procedure. There was no reported impact on patient outcome.